Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user experienced hyperglycemia with a cgm reading and confirmatory fingerstick above range reaching a peak of 567 mg/dl. The user disconnected from the ilet and administered fast-acting insulin. A sensor replacement was recommended, and follow-up was arranged.